Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burned plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the burned plastic distal end cover can be caused since a high-energy endo-therapy accessory such as laser, high frequency, has been used without sufficient distance from the distal end section of the scope, however, could not specify the cause. The following information is stated in the instructions for use (IFU): chapter 3.2 inspection of the endoscope warning in using high-energy endo therapy accessories: chapter 4.2 using endo therapy accessories olympus will continue to monitor field performance for this device.